Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, keypad overlay slightly stained, end cap address label fading, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, or the delivery accuracy test due to broken reservoir tube lip and missing retainer. The insulin pump was programmed with a test guardian 3 link and a glucose sensor simulator. The insulin pump communicated properly with the sensor and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump entered auto mode without calibration or enter blood glucose errors. The pump was monitored for a day while connected to the test sensor and glucose sensor simulator. No auto mode anomaly noted during testing.

Manufacturer narrative:
The initial report had the incorrect information related to reason for hospitalization. The correct information has been provided with this report..

Event description:
It was reported that customer has hospitalized due to diabetic ketoacidosis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to unknown reason on unknown date with blood glucose level was unknown. Customer stated that he was being kicked out of auto mode. The insulin pump will be returned for analysis.